Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported the healthcare provider (hcp) had difficulty advancing the lead into the implantable neurostimulator connector block. It was stated the hcp tried to insert the lead for about 5-10 minutes. When the lead was in place, impedances were measured and "multiple pairs were out of range." The information reasonably suggested the ins was not implanted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a different device was used and implanted. There were no impedances and the patient was doing well. The original event was reported to have happened three times so it was unclear which event the follow up information pertained to. It was unclear if it applied to each patient or only to one of the three. Refer to manufacturing report #3007566237-2013-00725 and #3007566237-2013-00726 for the two related events.